Manufacturer narrative:
Investigation: one sample and one photo were received for evaluation. The sample has a white epoxy drip over on the plastic shield. The epoxy got also stuck to the plastic shield. The photo shows the same defect as the sample. Failure mode is verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 19ga 1in tw experienced foreign matter contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 19ga 1in tw experienced foreign matter contamination.